Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events was not identified. However, it is likely that the phenomenon's occurred due to front panel is always blinking to failure of the slide switch or detecting function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the procedure was therapeutic.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: found a faulty scope socket, the locking mechanism and scope detection slide were not functioning, this was causing the front panel to blink constantly (intermittently), there was cosmetic wear and tear on the front panel- discolored and cracked-bottom of the scope socket, the head spacers are discolored, and the olympus lamp had 400 or more hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the xenon light source, the unit experienced a problem with the connector. The issue was found during preparation for use. There were no delays or patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction scope detection sensor failure was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.